Event description:
It was reported that the pump was alarming no disposable clamp tubing. Silenced, reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and pump continued to alarm. Removed cassette and gently tapped cassette and massaged tubing. Replaced cassette and opened clamp. Started the pump. Pump is running. No further information available.